Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse testing failure) has been confirmed. Upon investigation the monitor was unable to complete a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. Additionally, the c22 capacitor on the defibrillator board was broken from the solder joint. The root cause for the open r45 resistor could not be positively identified. The root cause for the defective c22 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.